Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the procedure while inside of the patient. As a result, manual compression was performed for less than 30 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during a diagnostic procedure in which a retrograde approach was made using a 5f non-cordis catheter sheath introducer (csi). The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including a csi insertion angle of 30¿45 degrees and a vessel diameter greater than or equal to 5mm. There was mild tortuosity at the access site; however, there were no signs of calcium. There was no visible damage to the distal end of the csi after its removal. There was no prior intervention of the common femoral artery. A non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was not connected to the device, and it was returned with the stopcock opened. The sealant and advancer tube were not returned. Additionally, the procedural sheath was not returned with the device, and only the syringe was returned detached from the device. No other anomalies were observed. Functional testing was executed using a cordis lab syringe. The condition of the balloon was tested, resulting in the detection of a leak condition in the balloon. Per microscopic analysis, visual inspection at high magnification revealed 2 tears in the balloon of the returned device. The product history record (phr) review of lot f2232705 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pin hole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although it was reported that there was no sign of calcium) and/or concomitant device factors (although reported there was no visible damage noted to the distal end of the csi and it was not returned) most likely contributed to the reported event since this damages to the balloon are typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f2232705 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the procedure while inside of the patient. As a result, manual compression was performed for less than 30 minutes to achieve hemostasis. There were no reported injuries to the patient. This was during a diagnostic procedure in which a retrograde approach was made using a 5f non-cordis catheter sheath introducer (csi). The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including a csi insertion angle of 30 ¿ 45 degrees and a vessel diameter greater than or equal to 5mm. There was mild tortuosity at the access site; however, there were no signs of calcium. There was no visible damage to the distal end of the csi after its removal. There was no prior intervention of the common femoral artery. The device will be returned for evaluation.